Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3389-40, lot# j0340291v, implanted: (B)(6) 2003, product type: lead; product ID 748295, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389-40, lot# j0337392v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient was having spasms in her hands and arms on the night prior to the date of this report. The patient had used her medic alert necklace on the day prior to the date of this report. The necklace was taken off on the morning of the date of this report and the patient had not had spasms in her hands and arms. The patient was going to try and put the necklace back on to see what would happen. No outcome was provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.